Manufacturer narrative:
Results - visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusion - (no device failure): at the conclusion of the original investigation opened for the issue of icl vaulting (both inadequate and excessive), it was determined that the most likely cause for both inadequate and excessive vault is difficulty in clinical sizing. In no case has a returned lens exhibited a length measurement outside the expected range according to the labeled length. Pre-operative measurement technology available to clinicians in the past did not provide a direct measurement of the seleus, to which the icl should be sized. The current practice is selecting an appropriate icl for a patient is to measure white-to-white and anterior chamber depth and, through correlative algorithms, predict the length of the icl that will bridge the seleus. This method of sizing based upon white-to-white and anterior chamber depth measurements was used in the FDA clinical trial and is recommended in the current labeling of the icl. If the predicted length is too short, the result may be an inadequate vault. If the predicted length is too long, the result may be an excessive vault.

Event description:
The reporter stated the surgeon implanted a 12.1mm micl 12.1 implantable collamer lens in 2007. The lens was explanted the following month, due to inadequate vaulting. The lens was exchanged for a longer lens with no patient injury. The reporter stated the inadequate vaulting was due to a miscalculation during original white-to-white measurements.